Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via an 18f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was severe resistance met when the device was removed after inserted deeply. The use of the 18f sheath was continued and the tavi procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.